Manufacturer narrative:
Evaluation summary: optical microscopic examination of both fractured pieces revealed that both broken catheter ends exhibited similar elastic deformation, which is suggestive of forcible removal; however, this cannot be determined with certainty. Absence of any external tool mark evidence further indicates this incident to be a user related issue. Per the certification, the tensile and elongation results were within the required specification.

Event description:
When pulling out the epidural catheter, a piece of the catheter was still in the patient. The doctor had to perform another surgical intervention to remove the remaining piece.